Event description:
It was reported that there was a kick/occlusion of the catheter; a contrast study was performed. The patient experienced diffuse bilateral paracervical thoracic and lumber spasms with limited range of motion. There was a surgical revision of the catheter; the patient recovered without sequela. The pump was reported to contain fentanyl, bupivicaine and clonidine. A follow-up report will be sent if additional information becomes available.